Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis sheath. The sheath was inserted into the patient and a non abbott (thermcool smart touch) catheter was inserted. Prior to rf delivery, a blood leak was noted from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.